Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) was no longer feeling stimulation. It was originally thought the ipg was depleted; however, upon further investigation, it was identified the ipg was functioning properly, but there were impedance issues with the lead. Reprogramming did not resolve the issue. F/u info revealed the facility will see the pt again in approx 3 months. The next course of action has not been determined. Note: the pt's system is used for occipital nerve stimulation (off-label).